Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have the main tube broken. A piece measuring approximately 0.250¿ x 0.140¿ was not returned with the instrument. Fa noted the root cause of the broken instrument main tube is typically attributed the user. Additionally, the instrument was found to have various scratch marks removed on the main tube and the scratch marks were 0.096¿ - 0.279¿ in length and were not aligned with the tube axis. Fa noted the root cause of scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of thelogs was performed. Per the review, the following was confirmed: system serial (B)(4), event date :04/30/2022, and procedure name : pleural decortication. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps broke at the tip. The procedure was completed with no reported injury. The prograsp forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. An attempt has been made to obtain additional information from the customer concerning the reported event with no success.